Event description:
It was reported that on either (B)(6) 2013, the surgeon felt excessive play/movement in the mayfield 360 base unit while the pt was in the prone position during a posterior fossa craniotomy. The surgery was stopped and the pt was removed from the mayfield unit while another mayfield system was located. The pt was then repositioned. There was no pt injury or death alleged. The event did lead to a 30 min increase in surgery time. Additional info was requested and the following was provided on (B)(6) 2013: the female pt was prone at all times during a foramen magnum decompression. The surgery has been going on for approx 20 mins. The surgeon had just started cutting into the skin and when he noticed the movement and immediately placed his hand under the pt's head to support it while another mayfield was obtained and installed. The replacement mayfield unit worked and surgery was able to be completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.